Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected from the site and delivered a bolus to address the issues. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 150 mg/dl.